Event description:
It was reported that the closure device shifted upon release. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device & delivery system (wds) were used. The wds was advanced into position in the was and the closure device was deployed. The closure device was partially recaptured due to position in the laa since there were two lobes. It was brought up to the ostium of the laa. A series of tug tests were successful and the release criteria were met, so the closure device was released. The imaging physician watched it for a few minutes and there was no pericardial effusion noted. Shortly after that, they noticed the device canted a little more than usual. The implanting physician checked it and noted that it was still in good position with no jets. The imaging physician watched it for another five minutes and it did not migrate. The patient was sent to their room for recovery. The following morning a transthoracic echocardiogram (tte) was performed. Although the laa could not be viewed with tte, the closure device was not visualized in the atrium or ventricles. The patient was fine and was discharged home the day following the procedure.

Event description:
It was reported that the closure device shifted upon release. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device & delivery system (wds) were used. The wds was advanced into position in the was and the closure device was deployed. The closure device was partially recaptured due to position in the laa since there were two lobes. It was brought up to the ostium of the laa. A series of tug tests were successful and the release criteria were met, so the closure device was released. The imaging physician watched it for a few minutes and there was no pericardial effusion noted. Shortly after that, they noticed the device canted a little more than usual. The implanting physician checked it and noted that it was still in good position with no jets. The imaging physician watched it for another five minutes and it did not migrate. The patient was sent to their room for recovery. The following morning a transthoracic echocardiogram (tte) was performed. Although the laa could not be viewed with tte, the closure device was not visualized in the atrium or ventricles. The patient was fine and was discharged home the day following the procedure. It was further reported the transesophageal echocardiogram (tee) showed the device has not moved; it is still in place and there are no issues.